Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the green key was connected to the lead as the manual describes. When the alligator cable was connected to perform measurements, an error message noted that the alligator cable was not connected properly. The cable was connected again, and the error message occurred again. The green key was then disconnected and reconnected with the same results. The alligator clips were exchanged and the error did not resolve. The lead was tested and no measurements were available. The lead was repositioned three times with the same results. The pacing system analyzer was exchanged without success. The lead testing was attempted through the device and the problem persisted. The lead measurements were attempted wirelessly and the impedance measurements were appropriate; however sensing was not achieved and noise was present. Therefore, a new lead was implanted; however, this did not resolve the issue. The new lead was repositioned two times with the same results. The testing was attempted through the device with the orange key and this resolved all issues. No adverse patient effects were reported.